Event description:
The account reported the bed will not lock properly and would like a technician for repair. No pt injury reported.

Manufacturer narrative:
The technician found the brakes are not holding, the bed still moves while in brake mode. The technician found left foot brake caster is the cause. The rental bed frame was swapped at the account. The technician replaced the left foot brake caster at the warehouse to resolve the issue. Based on this information, no further action is required.